Manufacturer narrative:
This supplemental report is being submitted to provide review of the service history records (shr), unique device identifier (UDI) number and investigation conclusion. The device has been previously serviced by olympus therefore a service history review will replace (DHR) device history record review. In august 2020 the unit was inspected by olympus service and a damaged transducer receptacle was noted. The service records indicate that the device was repaired and returned to manufacturer specification. The repaired device passed all functional testing and was returned to the customer. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). If repair is necessary, please contact olympus customer service. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with faulty connector socket causing the device to not generate energy through the handpiece. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that during preparation for use the device was found not responding when plugged into the port. There was no patient involvement on this event. No user injury reported.